Manufacturer narrative:
B3: event date is estimated. D6b: explant date is unknown. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received.

Event description:
Related manufacturer report number: 3006705815-2023-06277. It was reported that the patient was experiencing ineffective stimulation due to lead migration. Surgical intervention was undertaken, and the system was explanted at an unknown date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.